Manufacturer narrative:
Insulet corporation is submitting this MDR that was previously included in the q1 2015 alternative summary report (asr). This MDR is being re-submitted after the 30 day requirement due to erroneous inclusion in q1 2015 asr. This error was communicated to FDA on july 31st, 2015 when we submitted a request for permission to submit a retrospective summary report (rsr) under 21 cfr part 803.19. FDA declined insulet participation in the rsr program in a decision dated august 26, 2015 and emailed on september 3, 2015. As a result, insulet is committed to complete these corrections through this submission. Pod was received with needle protruded beyond the insertion port of bottom base. The length of the cannula was measured to be greater than 4mm. Needle retracted back during the handling of the device. Based on the investigation; unable to determine the cause of the slide retract malfunction preventing the hard cannula from completely retracting and the insertion needle protruding from the base. Measured both cannula and insertion needle at >4mm in length. The hard cannula was improperly installed in slide retract preventing the needle to fully retract. This would not cause or contribute to the reported high bg¿s complaint as the cannula was still inserted in the infusion site and the user would have received all the insulin as programmed. Could not determine. Release records were reviewed and the product met all acceptance criteria. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported her blood glucose (bg) reached 300mg/dl after wearing the pod longer than 48 hours. The pod was deactivated and the patient indicated while removing the pod she felt poking and she could see needle still deployed.